Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the fenestrated bipolar forceps (fbf) instrument has been returned for failure analysis. Failure analysis found the instrument to have a broken main tube approximately 39.88 mm from the distal tip. A piece measuring proximately 3.77 mm was not returned with the instrument although the broken tip was returned with the instrument. The instrument was returned with a broke main tube; therefore, no tip motion test can be performed due to the damaged condition. Components adjacent to this broken main tube show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned for failure analysis evaluation.

Event description:
It was reported at the end of a da vinci-assisted pulmonary surgical procedure with right lower lobe superior segment resection, the fenestrated part of the fenestrated bipolar forceps instrument (fbf) instrument froze. The trocar was taken out of the patient with the instrument intact. To get the instrument out of the trocar, the fenestrated part of the fbf instrument was cut away after it was out of the patient. No fragment fell inside the patient. The procedure was completed robotically as planned. No additional surgical procedure required. The patient has not returned to the hospital due to any post-surgical complications related to the issue. There was no injury to the patient. However an x-ray performed.